Manufacturer narrative:
A steris service technician arrived onsite to inspect the table and found all the control buttons on the palm handle control were in an activated state due to damaged springs within the palm handle control. Due to the activated state of the palm handle control commands, the hand control became inoperable and could not be utilized during the reported event. The surgigraphic 6000 guided surgical table was installed in 2004 and is serviced and maintained by the user facility's biomedical department and third party service provider. The surgigraphic 6000 guided surgical table operator manual states (pp.1-2), "failure to perform periodic inspections of the table could result in serious personal injury or table damage." The operator manual further states (pp.5-1), "routine maintenance-the following items should be inspected weekly: check all the controls: ensure the hand control, foot control, and palm handle control are all fully functional."

Event description:
The user facility reported that with a patient positioned upon a surgigraphic 6000 guided surgical table the table would not respond to palm or hand control commands. User facility personnel proceeded with the patient procedure which completed successfully; no injuries occurred.